Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. The customer¿s reported there are white stripes on display, when she clicks the buttons she can see that the menu opens in the background, but unable to read anything. Blood glucose level was unknown at the time of the incident. The customer was advised to pump will be sent back for analysis and will send a replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with missing segment/partial display due cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to cracked bleeding lcd. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.